Manufacturer narrative:
Ge healthcare field engineer reviewed the logs and recommended replacement of the carrier card and compact flash card. There was no patient information at time of MDR filing.

Event description:
The hospital reported the unit had a system failure at the start of a case. The clinician reportedly cycled power, resolving the alarm condition.